Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the left anterior descending (lad) artery. A 3.50x12mm promus element stent delivery system was unpacked and it was noted that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified kinks along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the left anterior descending (lad) artery. A 3.50x12mm promus element stent delivery system was unpacked and it was noted that a stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.